Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay for multiple patients performed on unknown dates with nasal samples. This MFR. Report addresses patient one (1) of three (3). Confirmation testing (pcr and antigen test) was performed and generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no impact in the patient's treatment.